Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 21x1 rb needle pulled out of hub. Verbatim: three incidents of safetyglide needles detaching from the hub, resulting in the needle being left in the patient. The needles had to be manually removed from the patients. All of these were item 305916. Additional information received on 19-mar-2026: team- I can provide this information, since prisma already shared this with me: 1. (B)(6) 2026: administered vaccine, once the needle placed in the thigh, needle detached from hub and was left in patient. Had to be manually removed from thigh. Bd safety glide needle 25g x 1 lot # 5197895 ex 6/30/2030. Ordered through. 2. (B)(6) 2026: administered vaccine, once the needle placed in the thigh, needle detached from hub and was left in patient. Had to be manually removed from thigh. Bd safety glide needle 25g x 1 lot # 5174468 ex 5/31/30. Ordered through. 3. (B)(6) 2026: administration of vaccine, once needle placed in thigh the needle bent and vaccine could not be advanced from the syringe bd 1 in safety glide needle 25g lot # 5246356 expiration 8-31-30. Ordered through.

Manufacturer narrative:
Correction: d.4. UDI. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.